Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-12 h6: investigation summary a total of three syringes, one sample associated with investigation reference pr 2572803, was provided to our quality team for investigation. Through visual inspection, the syringe was observed to have a crack along the barrel. A device history review was performed for the reported lot 2011028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue, however, a daily incident report did identify a failure in the barrel feeder which may have resulted in the barrels cracking. Once this issue was detected, the mechanical team repaired the failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Based on the quality team's investigation, it was determined this incident is likely related to the failure that was corrected with the barrel feeder. See h10.

Event description:
It was reported that syringe 50ml ll was damaged and leaked. The following information was provided by the initial reporter: I was presented with a 50ml syringe this morning that was reportedly involved a separate, second stem-cell leakage incident which has yet to be reported. They did not retain the packaging, but all of the rest of the syringes in that drawer also appear to be from batch 2011018. (B)(4).¿ this syringe was found when checking stocks in our store room and so has not been used clinically. There is a long crack along almost the entire length of the syringe barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll was damaged and leaked. The following information was provided by the initial reporter: I was presented with a 50ml syringe this morning that was reportedly involved a separate, second stem-cell leakage incident which has yet to be reported. They did not retain the packaging, but all of the rest of the syringes in that drawer also appear to be from batch (B)(4). Pr#2572803 ¿ this syringe was found when checking stocks in our store room and so has not been used clinically. There is a long crack along almost the entire length of the syringe barrel.